Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report."

Event description:
The customer contacted heartsine to report that their device did not display visual prompts. Without visual prompts, a lay user would not receive the visual instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Upon receipt no flashing status indicator was observed, as per the reported fault. This was attributed to a detached coin cell, bt1, which had broken from its -ve solder joint. Bent out of position igbts were also observed. The detached coin cell would account for the device inability to synchronise the pad clock and for the lack of a flashing status indicator, as the bt1 coin cell provides power for the rtc/led circuitry. This fault could not be replicated with a known good coin cell installed. A crack was also observed on a solder joint on the CPR_led line which had resulted in the reported extinguished CPR icon led. This fault could not be replicated after reflowing this solder joint. Further fracture solder joints were identified on capacitor c87 which is an integral component of the on/off circuitry as prior to reflowing its solder joints the device could not be powered on. Given the detached coin cell, the bent out of position igbts and the fracture solder joints identified it is reasonable to conclude that these issues were due to the device sustaining an impact. The customer received a replacement device and this device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device did not display visual prompts. Without visual prompts, a lay user would not receive the visual instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.